Event description:
It was reported that during the surgical procedure it was noticed that the shaft of the precise bipolar pyramid tip forceps instrument was cracked. The customer was unable to straighten the instrument tip to remove it from the cannula, therefore, they severed the tip to enable removal. The severed tip fell into the pt and was immediately retrieved and removed. No pt harm, adverse outcome or injury was reported.